Manufacturer narrative:
The exact date of the event is currently unknown; the date of valve implant was used as the event date until further information is available. Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unspecified number of days following the implant of this transcatheter bioprosthetic valve, stroke symptoms and a failed swallow test were reported. It was reported that the patient was recovering. It was unknown if the valve caused or contributed to the stroke. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that stroke symptoms were noted one day after valve implant. The stroke was confirmed with computed tomography (CT) and magnetic resonance imaging (MRI). Per the physician, the stroke was related to the valve implant procedure however it was unknown if it was related to the valve. If information is provided in the future, a supplemental report will be issued.